Event description:
The pt was reportedly experiencing sound quality issues. External equipment was exchanged without resolve. Testing of the device revealed abnormal results. The pt was advised to discontinue use of the device. Revision surgery will be scheduled.